Manufacturer narrative:
On 1/4/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/25/19, device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.05 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 6008427 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The seat belt pulled on the chest wall in (B)(6) 2017 during mvc. The deflation occurred on (B)(6) 2018. The patient believes that deflation might have resulted from the seat belt pulled on her chest wall. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 375cc on (B)(6) 2018. The patient was in a stable condition after the surgery. The patient was in an excellent condition after the surgery.